Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1856 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch " attempted to insert a bard provena 4fr PICC catheter on a patient. The sherlock device was detecting signal while the PICC line was being advance into the patient. The PICC tip was finally detected and it showed that it was pointing up into the patients's (B)(6). No resistance was felt throughout the procedure. However, when the PICC line was retracted for repositioning a "click" was felt. The procedure was then aborted, and the catheter was found intact, but the 3cg stylet appeared to be sheared off. A chest x-ray was immediately ordered and found 2cm portion of the 3cg stylet in the patient's right ventricle. "